Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. There were multiple temporarily approved deviation notices (dn) noted on the lot, which were unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria..a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
On 04-24-2024, additional information was obtained in an email from nurse (B)(6). The nurse clarified that the blood leak occurred 2 hours and 50 minutes after initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the fibers of the dialyzer. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresneius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. The patient's estimated blood loss (ebl) was approximately >250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event, but the patient's blood pressure did drop. With only 10 minutes of treatment remaining the doctor decided that the treatment was complete at that time. The device is not available to be returned to the manufacturer for evaluation. The patient is female with initials (B)(6) and dob (B)(6) 1966. Dry weight is 63.9 kg. The patient's blood flow rate (bfr) was 450 ml/min and the dialysate flow rate (dfr) was 500 ml/min. The patient dialyzes 3 times per week.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 04-24-2024 additional information was obtained in an email from nurse courtney barton. The nurse clarified that the blood leak occurred 2 hours and 50 minutes after initiation of hd treatment. The blood leak was described as being an internal blood leak that was visually seen in the fibers of the dialyzer. Blood tests strips were used and tested positive for the presence of blood. The machine was a fresneius 2008t machine that did alarm appropriately with the blood leak alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was approximately >250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event, but the patient¿s blood pressure did drop. With only 10 minutes of treatment remaining the doctor decided that the treatment was complete at that time.. The device is not available to be returned to the manufacturer for evaluation. The patient is female with initials b.b., and dob 11-23-1966. Dry weight is 63.9 kg. The patient¿s blood flow rate (bfr) was 450 ml/min and the dialysate flow rate (dfr) was 500 ml/min. The patient dialyzes 3 times per week.